Manufacturer narrative:
Implicated product is 4.0 fr. Single lumen midline catheter with flush-through stylet in insertion tray. Product received for eval is 4.0 fr. Midline catheter with 2-piece connector attached. 3cc syringe is attached to connector. Catheter/connector assembly measures 10.1 inches long. 20cm marker is most proximal depth marker that is visible and is located 2.1 inches from proximal end of connector. Lot history review reveals one related mfg issue requiring additional curing of extruded tubing. Subsequent burst testing was found acceptable. One similar complaint for this lot is pending eval. Tactual examination of catheter tubing is unremarkable. Catheter patency is demonstrated by flusing and aspirating water with 12cc syringe. No leaks are noted as catheter's distal tip is occluded and tubing is hydraulically pressurized to sustain pressures greater than 25 psi. Under 5x magnification, catheter outer diameter is unremarkable. Valve is free of defect or deformity and responds appropriately to finger pressure with no over-lapping of valve edges. Complaint of leak at exit site is unconfirmed. Gross visual, microscopic and functional examinations did not detect any leaks to catheter or connector. Purpose of dried silicone adhesive on strain relief is unknown; no damage to catheter, connector or strain relief was observed. Occasionally, fibrin sheaths will form over a catheter's opeining, encapsulating catheter. This results in solutions administered through catheter exiting valve and traveling back up catheter through lumen created by fibrin sheath over catheter's exterior surface. If fluoroscopy is obtained, this may appear as leak. Fibrin sheaths may be dissolved using available hemolytic medications. Inclusion of 3cc syringe with complaint sample indicates customer employs this size syringe when accessing device. Product instructions for use cautions user that syringes samller than 10cc can create infusion pressures that may result in catheter and/or vascular damage.

Event description:
Catheter leakage at exit site